Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ECG waveform and numeric stopped being displayed on the monitoring system. It was uncertain if inop alarms occurred at that time. No pt harm was reported.